Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. There were lines running up and down the display. They changed the battery and the insulin pump would boot up. The customer also reported the display would go blank and nothing would come up. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The display returned but the customer received an unexpected restart alarm. It was noted that they had multiple unexpected restart alarms and resets on the insulin pump within one day. The device will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No a21 alarm and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.